Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue): the basal history does did match active basal program. .there was no indication that the product caused or contributed to an adverse event. This is being reported as an issue with pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/27/2017 with the following findings: a review of the black box showed multiple manual suspends and manual resumes, ¿replace cartridge¿ alarms, and ¿occlusion¿ alarms between (B)(6) 2016. The total daily dose basal history appeared to be inaccurate due to multiple ¿occlusion¿ alarms, ¿replace cartridge¿ alarms & manual suspends. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 1 unit per hour basal rate; at the end of testing, the basal history correctly reflected 1 unit per hour and the total daily dose history correctly reflected 24 units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. (B)(4).